Manufacturer narrative:
A DHR review is not required, however it was requested. The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. One tunneler was received, the sample was received with the device alone. The tunneler received did not match the dwg5167281, which is the tunneler that should be included in the kit specified. However, due to the kit being opened upon return it is unknown whether the wrong components could have been due to clinical or packaging return procedure. The device was used for single use.

Event description:
This report summarizes one malfunction event. A review of the event indicated that model 1709601 port & catheter, implanted, subcutaneous, intravascular alleged difficulty during port placement because there was an incorrect tunneler in the kit. This report was received from a single source. Of the one event, did involve patient with no reported patient injury. The patients age, weight and gender were not provided.